Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the external pulse generator (epg) was pacing at a rate of 100 beats per minute and was unable to be adjusted. It was noted that the biomedical engineer in the facility had tested the epg and it tested fine however it would no longer pace only at 100 beats per minute. No patient complications have been reported as a result of this event.